Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that prior to procedure the lead was tested and it was difficult to retract the helix. The lead was replaced. The procedure was completed with out any adverse consequences.